Event description:
The manufacturer received information alleging a ventilator failed during use and the patient became cyanotic. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's blower motor assembly was replaced due to noise and dust/dirt contamination. The ventilator's downloaded error log was reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported time and date of the event was approximately 09:20 local time on (B)(6) 2017. On (B)(6) 2017 at 09:19:10 local time, a patient circuit disconnect with a duration of 2 seconds occurred. The device was then manually powered off using the proper sequence of keypresses at 09:19:12 local time. The ventilator was not powered on again until (B)(6) 2017. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event. The ventilator was manually powered off.